Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the pacemaker's atrial set screw was loose and the lead could not be tightened. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of connections problem was confirmed. The device was above elective replacement indicator (eri). The ventricle setscrew was unable to untighten upon receipt. Analysis found the wrenches were being inserted off-center and at steep angles, caused stripping on the ventricle setscrew inset, this is consistent with user error, which resulted in the reported event. No device anomalies were found. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.